Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the 8mm large needle driver instrument had lack of rotation. Then, the instrument exhibited uncontrolled rotation without the surgeon's command. The procedure outcome was not provided but there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had no rotation, it did not move, the surgeon could not use it, seemed blocked even though nothing was hindering the requested movements. The instrument moved on its own while the surgeon was not using it (the arm did not move, it was only the needle holder joint that moved). The issues occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issues occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument did not move in the intended direction. The surgeon was not using it when the needle holder started to move. The observed direction/movement was rotation. The timing of instrument movement was not appropriate, but the surgeon did not command it. There was no shakiness and/or friction experienced/observed. The surgeon alerted about the inability to use the needle holder to perform a suture, used a backup instrument. Replacing the needle holder allowed completion of the initial procedure. There was no video recording of the procedure regarding this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Manufacturer narrative:
Intuitive surgical inc., (isi) re-evaluated the reported 8mm large needle driver instrument. The instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. In addition, the instrument was placed on an in-house system, and it exhibited imprecise motion in the yaw direction due to the loose pitch cable at the proximal end. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.